Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. What tissue was the size 2 stratafix symmetric suture used on? What was the condition of the tissue (weak, healthy, diseased)? What is meant by exudate leaked on wound? What was the indication for the additional surgical intervention? What was the date of the second procedure? Please describe what was done during the additional surgical intervention? Were any cultures taken and the result? Can you describe the appearance of the suture during second procedure? Reason that ethacridine lactate was used to treat on (B)(6)? What is the surgeon opinion of the causative factors for the leakage? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a total knee arthroplasty procedure on (B)(6) 2017 and the barbed suture was used. The patient was discharged and it was noted wound inflammation on (B)(6) 2017. The exudate leaked on the wound was found on (B)(6) 2017 and required additional surgical intervention. It was also reported that the patient was under monitoring at the hospital and no abnormal data was found in blood test report, c reactive protein report and e.s.r report. On (B)(6) 2017 the patient was treated with ethacridine lactate. On (B)(6) 2017 the patient's condition changed to better. The surgeon opined that it might not be related to the product. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the suture break post op? No. Patient symptoms manifestations (location, severity, appearance, systemic or local reaction) unk. Date - time of onset of infection from the surgical procedure? (B)(6). Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Unk. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Unk. Were cultures performed? Results? Unk. Was the intervention to preclude permanent damage? Unk. What layer of tissue was being used or closed? Unk. Was the end-user a new user of this product? No. Was the device or product used for the intended purpose? Yes. Did they have formal training on the use of these devices? Yes. Was the sales rep present during the procedure? Unk. How many times was the product used? One time. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.